Event description:
It was reported that during aneurysm embolization case, delivered the subject guidewire to bring microcatheter to the lesion and during this manipulation, the guidewire fractured, but not completely. All part of the guidewire was removed from the patient's anatomy and a new guidewire was used to continue and complete the procedure successfully. The patient condition was good. No clinical consequences were reported due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D9/h3 product available to stryker ¿ updated. D9 returned to manufacturer on - updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labelling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was noted to be kinked/bent from the proximal end and an attempt had been made to shape the guidewire tip. The guidewire nitinol tubing was broken/fractured at the kinked section with the core wire and platinum coil exposed, but not broken. The core wire distal end was observed through the distal tip dome. Functional test was not required as the reported event was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. Other devices used in the procedure in conjunction with the subject device(s) was an sl10 microcatheter. The guidewire fracture did occur inside the microcatheter shaft, all parts of the guidewire were removed from the patient's anatomy, there was no resistance encountered when inserting the guidewire into the microcatheter hub, there was no resistance encountered when inserting the guidewire into the microcatheter shaft, the same sl-10 microcatheter was used to complete the procedure. Analysis of the returned device found an attempt had been made to shape the guidewire tip. The guidewire was kinked/bent 190.5cm from the proximal end and further inspection of the kink found the nitinol tubing was broken/fractured at the kink with the core wire and platinum coil exposed but not broken which indicates the device fractured during the manipulation inside the patient¿s severely tortuous anatomy. An assignable cause of procedural factors was assigned to the as reported and as analyzed defect ¿guidewire broken/fractured during use¿ in addition to the as analyzed defect ¿guidewire kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during aneurysm embolization case, delivered the subject guidewire to bring microcatheter to the lesion and during this manipulation, the guidewire fractured, but not completely. All part of the guidewire was removed from the patient's anatomy and a new guidewire was used to continue and complete the procedure successfully. The patient condition was good. No clinical consequences were reported due to this event.